Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a physiological phenomenon. Deformation: unable to observed due to device is a rupture device. No further actions are required since no issue in the manufacturing of the device is observed. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Patient reported " implant was deformed", later healthcare professional reported "implant rupture and capsular contracture baker grade IV" . This record is for a right side. Device was explanted.